Event description:
On 06.29.10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that on or about (B)(6) 2008, the pt was administered heparin while at a medical center, and experienced, among other symptoms, organ failure, decreased blood pressure, nausea, vomiting, shortness of breath, low energy, low platelet count, and developed heparin-induced thrombocytopenia. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The pt passed on (B)(6) 2008.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 389 mg/dl, 250 mg/dl, and 103 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.